Manufacturer narrative:
A4-a6: unk. H6-device code 1494: off-label use (under 21yrs of age at date of implant). Claim (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo 13.2 implantable collamer lens of diopter -11.5/2.0/094 (sphere/cylinder/axis) into the patient's right eye (od) on (B)(6) 2023. The patient experienced excessive vaulting and significant reduction of irido-corneal angles. Intraoperatively the lens was removed and replaced with a shorter length lens and the problem was resolved. The cause of the event was reported as unknown.